Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device is received and the evaluation has been completed, a supplemental report will be submitted . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information after one the flow diverter was implanted, the physician attempted to implant another flow diverter because the first flow diverter did not fully cover the aneurysm. Attempts were made to advance two flow diverters through the microcatheter; however, they both experienced great friction in the same distal segment location of the microcatheter and could not be pushed further. For the third flow diverter, it was stated it showed ¿different ped head end¿ most likely meaning abnormality noticed on distal end. The flow diverter and microcatheter were removed completely and the microcatheter was found perforated at the location where the resistance was encountered with the flow diverters. The third flow diverter pushwire was intact and not broken in order to puncture the microcatheter. The operation was aborted; however, the patient as not affected and no injury was reported as a result of the event. The patient was undergoing embolization of an unruptured saccular aneurysm measuring approximately 12mm x 8mm located in the ophthalmic segment of the internal carotid artery. The distal and proximal landing zone was 4.31 x 4.47mm. The patient's vasculature was severe in tortuosity.

Manufacturer narrative:
The pipeline flex delivery system was returned stuck inside the distal segment of the marksman catheter. The marksman catheter appeared to be separated into two segments. The pipeline flex delivery system was then pushed out of the marksman catheter with difficulty. The marksman microcatheter body was found to be stretched and accordioned at towards the distal tip. In addition, the catheter body appeared to be separated at 29.5 cm from the distal tip. The catheter was then tested by running an in-house mandrel through the catheter tip to hub and it passed through the catheter tip and hub with no issue; however, resistance was observed at the accordioned locations. No other anomalies were observed. Based on the analysis findings and the reported event descriptions; the customer report of ¿catheter separation¿ was confirmed as the pipeline flex delivery system was returned stuck within the broken microcatheter. The broken ends of the microcatheter exhibited stretching and necking which indicated that the catheter separated due to exceeding the tensile strength of the tubing material. The customer reported that the patient¿s vessel tortuosity was severe, and the pipeline flex was advanced through the marksman catheter with high resistance. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the ¿high resistance¿ during delivery; subsequently causing the pipeline flex delivery system and the catheter to become damaged. From, the damages seen on the catheter body (accordioning/stretching/separating); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the micro catheter against resistance. In this event, the user context may have contributed to the reported issues as the customer continued to advance the pipeline flex delivery system through the cath eter despite of high resistance. Per our instructions for use (IFU), the user should: ¿never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. The product analysis does not indicate a potential or confirm manufacturing issue; therefore, a device history record review was not performed. Furthermore, no evidence was found to indicate that the marksman microcatheter failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. The investigation determined that this was a known event. Resistance during delivery and the patient tortuous anatomy are common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.